Event description:
It was reported that during the procedure in the heavily calcified and tortuous right coronary artery, a balance middleweight guide wire and a non-abbott guiding catheter were advanced into the patient anatomy. Pre-dilatation was performed with an unspecified dilatation catheter. The 3.0 x 15 mm xience v was advanced into the patient anatomy through the guiding catheter and heavy resistance was noted. Force was applied and the shaft of the xience v stent system was kinked. The device was removed from the patient anatomy with moderate resistance. A new 3.0 x 15 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed from the patient anatomy with moderate resistance. A third 3.0 x 15 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed from the patient anatomy with moderate resistance. A fourth 3.0 x 15 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed from the patient anatomy with moderate resistance and a 3.5 x 23 mm xience v stent system was advanced into the patient anatomy. Resistance was felt and force was applied and the shaft of the xience v stent system was kinked. The device was removed with moderate resistance and a new 3.5 x 23 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed with moderate resistance and a non-abbott stent system was advanced into the patient anatomy and implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the 3.0 x 15 mm xience v stent system was returned with the balloon pressurized and the stent missing. Additional information received indicates that the balloon of the xience v stent system was never inflated and the stent system was removed from the patient anatomy with the stent on the delivery system. Facility reports that the stent must have dislodged during packaging and it is not known if the stent has been discarded; however, the stent was not lost in the patient anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the rx xience stent delivery system (sds) noted blood and contrast visible on the balloon, on the shaft and on the hub, and contrast in the balloon, consistent with preparation and the sds advanced into the guiding catheter. The stent implant was dislodged and not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. Follow-up information received from the account confirmed the stent did not dislodge during the procedure and likely occurred during packing for return analysis. There were two kinks in the hypotube 17.2 cm and 18.7 cm distal to the strain relief tubing. There was no other damage noted to the sds. The dimensional and functional tests were not done due to the condition in which the sds was returned. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The patient anatomy was heavily tortuous which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the sds met resistance with the guiding catheter due to the nature of the tortuous anatomy, and as force was applied, this would contribute to the shaft kinking, which would further contribute to resistance during retraction. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight, guide cath: medtronic. (B)(4) - excessive force. The five additional xience v stents indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.